Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the later stage of treatment. Treatment was not specified. No additional information is available as the reporter declined to provide additional information.